Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(4), and the reported left middle cerebral artery stroke, syncope, and patient outcome could not be conclusively established. The device was not returned for evaluation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists stroke, neurological dysfunction, and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation therapy, including inr range, as well as the suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2022 the patient had an embolic left middle cerebral artery stroke with dysphagia status post percutaneous endoscopic gastrostomy (peg). The patient experienced symptoms of right sided weakness, right sided facial droop, and slurred speech. There was no change to anticoagulation. The patient underwent cerebral angiogram and mechanical thrombectomy of the occlusion on (B)(6) 2022 however the reported issues did not resolve. The patient had a syncopal episode in july and was readmitted from the nursing home for the syncope. The patient had persistent neurological deficits from their stroke in may. The patient was placed on hospice, and made do not resuscitate/do not intubate. The patient passed away shortly after on (B)(6) 2022.